Event description:
#Medwatcher #(B)(4). I got the essure in 2013 because the doctor said it was the best way to go. I've gained over thirty pounds have a lot of pelvic pain, irregular periods that last more than 2 weeks, sometimes I look like I'm 3 months pregnant.